Event description:
It was reported that during a hospital visit, this pacemaker was interrogated and found to be operating in safety mode. Subsequently a replacement procedure was performed. This pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported. This device is expected to return to facility for analysis.